Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that the architect folate controls were intermittently out of range. There was no impact to patient management reported.